Event description:
Upon transfer from the cardiovascular operating room (cvor), it was noted that the patient had a skin tear in the shape of a defibrillator pad on his right scapula. Since the conversion to the regard defibrillator pad in question, a sudden increase in skin tears have been noted. All cases reviewed, education completed by company representative to cvor team members and appropriate removal technique reviewed. I would also like to note, this pad is utilized along with a warming blanket, known as the blanketrol, to maintain patient temperature. Discussions with company rep have arose regarding the possibility of increased tackiness to the pad in production, as well as an increase in tackiness due to the blanketrol heat pad being used. Both theories are being reviewed. Device is not available for return.